Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: two (2) actual devices were received for evaluation. Visual inspection was performed and a small hole was observed in one of the samples. No issues were observed with the second sample. Leak, clear passage, and clamp function testing were performed and a leak was observed from the small hole in the main seal of the first sample. No issues were observed during functional testing of the second sample. The reported condition was verified for the first sample. The cause of the condition was a manufacturing related issue, possibly due to excess solvent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in december 2024. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) capd disconnect y-sets leaked; described as ¿there was a leak or excessive moisture¿. This was identified prior to use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.